Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed for low readings.

Event description:
The customer reported the sensor and blood glucose reading were different. Customer stated that her sensor reading was 74 and then checked blood glucose was 172 mg/dl and continuous glucose monitoring system reading was 52 and went to threshold suspend then check blood glucose it was 202 mg/dl and got calibration error and change sensor. Customer stated she calibrates 3-4 times a day. Her blood glucose was 72 mg/dl and sensor reading was 94. Customer stated it takes her 30 minutes to remove sensor and not sure if the cannula was bent. The worst difference was sensor reading was 107 and blood glucose was 45 mg/dl and last blood glucose 409 mg/dl and sensor reading was 187. Troubleshooting was done. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.